Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 alarms which were unable to be reproduced during evaluation; however, system error 322 alarms were verified through a review of the event history log and found to be caused by a loose link screws. The link screws were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error [low]) alarm during preventative maintenance in biomed service. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.